Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the trigger would stick in the downward position causing the device to run on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.